Event description:
The device was used during a hartman pouch closure. It was reported the device was positioned to transect tissue. The stapler was fired completely returning knob to proper position. The device was opened and the surgeon reported the ends of the staple line were stapled and cut but no staples had fired in the middle of the transection. "Void of staples in the middle of transection." A second device was opened and fired without difficulty. There was no consequence to the pt. Rep was told the pt had an infectious disease and therefore the instrument was discarded.